Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Reportedly, the customer experienced a low blood glucose (bg) level reading of less than 54 mg/dl on their continuous glucose monitor. Reportedly, the customer had the pump in exercise mode. Customer to consumed carbohydrates in order to address the low bg. The customer continued to use the pump for insulin therapy.